Manufacturer narrative:
The pump passed all testing including the self, displacement, rewind, basic occlusion and prime. Pump was stuck in motor error alarm loop and a motor position encoder error was noted in the alarm history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform restart error test, occlusion and excessive no delivery test due to motor error alarm. Pump had cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 140 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.